Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. Customer's blood glucose level was unknown. Customer stated the display was not blank less than 30 seconds. Customer stated display was blank currently. Customer stated that the contacts on the battery cap was not missing nor damaged. Customer states battery compartment was neither damaged nor corroded. Customer stated that the insulin pump was not dropped or bumped. Customer reported that the display did not return after restart the insulin pump. Customer was advice to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with cracked case and broken battery tube threads. Device power up properly after battery installation. Device received with operating currents within spec. Device passed self test and displacement test. Power connector plug in and locked in place properly.